Event description:
Boston scientific received information that shortly after the procedure this right atrial lead had dislodged. A revision procedure took place and poor sensing was also noted. After several attempts to reposition this lead with no success a new right atrial lead was implanted. The explanted lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted set screw mark noted on terminal pin; drag marks noted on terminal ring, as well as blood in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.